Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to damage on the ultrasonic probe, displayed the ultrasound image is defective with missing elements and the acoustic lens is detached. Based on investigation results, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to damage on the ultrasonic probe, displayed the ultrasound image is defective with missing elements and the acoustic lens is detached. There was no report of patient involvement.